Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not released by hospital.

Event description:
It was reported that the patient has had multiple knee surgeries for infection or loosening per surgeons records. This time she fell and most likely loosened both the femur and tibia. When she fell in 2011 her fractured tibia was plated. Surgery completed on (B)(6) 2013 and both the femur and tibia were loose and replaced with another mrh.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. The super and trackwise complaint databases were reviewed from 2010 to present for similar reported events regarding loosening. There have been no other events for the lot referenced.

Event description:
It was reported that the patient has had multiple knee surgeries for infection or loosening per surgeons records. This time she fell and most likely loosened both the femur and tibia. When she fell in 2011 her fractured tibia was plated. Surgery completed on (B)(6) 2013 and both the femur and tibia were loose and replaced with another mrh.